Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, bioglue was used to seal the suture line of patch on femoral artery post evar cut down (B)(6) 2018. Patient wound was not healing as expected and showed a severe inflammatory response. On (B)(6) 2018 the wound was reopened; bioglue was identified as the source of inflammation. The bioglue was removed, the wound was sutured closed and subsequently healed. The patient was discharged without further incident. Point of note form surgeon: patient had multiple allergies.

Event description:
According to initial reports, bioglue was used to seal the suture line of patch on femoral artery post evar cut down (B)(6) 2018. Patient wound was not healing as expected and showed a severe inflammatory response. (B)(6) 2018 the wound was reopened; bioglue was identified as the source of inflammation. The bioglue was removed, the wound was sutured closed and subsequently healed. The patient was discharged without further incident. Point of note form surgeon: patient had multiple allergies.

Manufacturer narrative:
Correction to date of event - (B)(6) 2018. A review of manufacturing records could not be performed as a definitive lot number was not provided by the complainant. The date of implant was provided, and a query was performed for potential lot numbers shipped to the hospital. This query was performed for the 6-months prior to the date of implant. No lot numbers were returned for these search parameters. A review of the available information was performed. Per the initial report, on 3/30/2018 bioglue was used to seal the suture line of a patch used on the femoral artery post an evar cut down. The patient began to show a severe inflammatory response and was not healing as expected. On (B)(6) 2018, the wound was re-opened and bioglue was identified as the source of inflammation. The bioglue was removed, the wound was sutured closed, and it subsequently healed. The patient was discharged without further issue. Additionally, it was noted by the surgeon that the ¿patient had multiple allergies.¿ additional information was provided; it was noted that the amount of bioglue used was unknown and no tissue sample was taken of the inflamed area. The source of the information was determined clinically. Bioglue has not been previously used on this patient, and he/she had no known bovine protein allergy. The following is provided in the applicable bioglue instructions for use: ¿bioglue is not for patients with known sensitivity to materials of bovine origin." Additionally, the following warning is provided within the IFU: "exercise caution with repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals." Root cause for this event is unknown. However, the patient did have multiple allergies per the note from the surgeon, and bioglue was identified as the source of the inflammation. A review of IFU shows adequate precautions and warnings provided about the potential for allergic reaction. The patient¿s wound healed and he/she was discharged without further incident. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.